Event description:
It was reported that a spectrum pump had a blank display. The reported problem was found upon power up at the delivery room. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing the battery was found to be damaged. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed battery. The battery requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.